Manufacturer narrative:
Device availability: upon complaint review, it was determined that the date device returned to manufacturer was inadvertently documented as 12/12/2017 on the initial report. The date returned to manufacturer was corrected to 11/29/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the bearings had corrosion and were damaged on the attachment device. It was further determined that the device became too hot. It was further determined that the device failed pretest for thimble set screw, temperature assessment (less than or equal to 103° at elbow) and temperature assessment (less than or equal to 103° at base). It was noted in the service order that the device was worn on the part that rotated the blade. It was further reported that during the operation, the device worked intermittently; sometimes the blade rotated and sometimes it did not turn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.